Event description:
Procedure type: unknown. According to the reporter: part of the device was lost, x-ray was done, and still they were unable to find the piece. There was no other info given by the sales rep.

Manufacturer narrative:
(B) (4).